Event description:
Customer reported that the safety sleeve on the syringe was difficult to slide forward. As a result their hand slipped and patient sustained a needle stick injury with the contaminated needle.